Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: there is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 47 mg/dl; cause was not known. Reportedly, the customer experienced seizure-like symptoms and foam around the mouth. Customer required assistance addressing bg level with carbohydrates. Recommendation was made to consult with a healthcare provider to discuss diabetes management. Additionally, it was reported that the pump did not annunciate audible tones for alerts/alarms when the customer experienced low bg level. Review of the pump logs by tandem technical support verified the alert and alarm settings were set to "high" volume. Reportedly, the sensor was changed and the issue was resolved.